Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter is 29.6mm and the distal neck diameter is 32.1mm. Proximal neck length is 23mm. The right common iliac diameter is 12.6mm during the index procedure deployment and delivery of the stent graft was uneventful. Approximately five days post repair, the patient presented to the ER and after a non-contrast CT was performed, it was determined that there was blood in the abdomen possibly from a ruptured aaa. The physician reviewed the non-contrast CT and it was difficult to determine if there was any type of endo leak or if the blood in the abdomen was from a rupture of the aaa. However, the physician did visualize on the axial images that the iliac extension did not seem to be fully opposed inside the limb of the aui device in the proximal 1-1/2 cm overlap area. The physician decided to further investigate the patient¿s symptoms and an angiogram was performed. The physician noted that the patient¿s blood pressure was stable and hemoglobin had dropped from 14 to 12; however, the patient was considered stable at 12. In the operating room, an angiogram was performed by placing a pigtail catheter above the renal arteries and using a power injection. No evidence of any type of endo leak was seen during the initial angiogram. The physician then decided to do a retrograde contrast injection through a 14f sheath by placing the tip of the sheath just below the iliac extension to determine if there was a distal endo leak or a type iii endo leak between the iliac extension and the aui. After doing the retrograde injection, no endo leak was seen. The physician did notice that after the crossbill of contrast to the left side, through the hypo gastric and then through a lumbar artery that there was some collateralization up to the sac of the aaa but never saw any contrast make it's way into the sac. Because the physician did see on the non-contrast study that the iliac limb extension was not fully opposed inside the aui an intervention was performed where the physician elected to place an additional iliac extension 1cm above the initial extension placed and extend it down to the hypo. Following implant of additional limb, a 14x4 non-compliant pta balloon was used to post dilate the added iliac extension. Following the new implant, an additional angiogram was performed through a retrograde injection of the sheath and again no evidence of any endo leak was seen. The day after the intervention the physician stated that the patient's hemoglobin was still stable at 12 but the patient¿s abdomen was continuing to distend. Another cra contrast was performed and no evidence of endoleak was seen. Currently, it was reported that the patient's hemoglobin is stable and patient is significantly better and talking. The patient is producing urine. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician. A review of returned pre-implant 3d recon planning sheet showed that the left common iliac was occluded, with distal blood flow resuming at the iliac bifurcation. The proximal neck was conical shaped, and the max aaa diameter was 63mm and contained calcification. The right common iliac artery was relatively straight, and varied from 12.5 to 13.3mm in diameter. Films during and post-implant were not provided.

Manufacturer narrative:
(B)(4).